Event description:
The customer reported via phone call that they have been experiencing fluctuating blood glucose. The customer also reported they have had several hospital visits. Customer stated they had a lot of health issues. The details of the hospitalization was not provided. The customer also reported they had a low blood glucose event that required treatment with glucose tablets. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.